Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. However, technical assistance center (tac) provided remote troubleshooting and the customer report there was no image on their television while using the cv-190. The customer was using an lg tv. While on the call, the customer plugged the high-definition multimedia interface (hdmi) cord into the tv. The customer reported the image was back. No further assistance was needed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.